Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. There was contrast in the inflation lumen and between the balloon folds. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the distal end of the stent was damaged with bent and flared struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 32 x 4.50 rebel stent was advanced to treat the target lesion; however, the device could not cross the lesion and resistance was encountered upon pulling the device back. The device was successfully removed from the patient's body and it was noted that the distal 1/3 of the stent was rushed up, some of the stent struts were pulled away. The procedure was completed with another rebel stent. No patient complications were reported and the patient's status was fine.